Event description:
It was reported that the patient presented with a possible infection after a recent generator replacement. Additional email was received reporting that the patient experienced wound dehiscence with the lead coming outside of the chest pocket. Patient had signs of infection including redness and drainage one week after surgery and denies picking at their wound. Exploratory surgery performed during which wound was washed out with betadine, generator soaked in betadine, lead unplugged and wiped with betadine and reconnected. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Manufacturer narrative:
D4 lot number, corrected data: the initial reporter inadvertently left off relevant device information.

Event description:
Additional information was received the patient was seen in clinic with yellowish discharge at the generator site and the lead was exposed. This subsequently led to the patient being fully explanted of their devices. The devices were discarded after the surgery. No other relevant information has been received to date.

Manufacturer narrative:
B3 event date, corrected data - the initial reporter inadvertently used the incorrect date for this field. This has been updated.